Event description:
Enteral feeding pump was connected to the patient at 11:30 p.m. Thursday, 5-18-2000. A bag attached to the pump contained 1500cc of nutren 1.0. The pump was set for 55cc/hr and was functioning correctly. At 1:30 a.m. Friday, 5-19-2000, a nurse discovered the patient in respiratory distress. The entire 1500cc was infused into the patient and no pump alarms were noted. The patient was treated for this condition and recovered.